Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device was not working. It appeared that the device had been dropped. The drive shaft did not line up properly when an instrument was plugged in to the device. The device motor ran but it did not drive the disposable at all.it was unknown how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, there was a misalignment of the cpc connector.